Event description:
Reportable based on analysis on 18oct2018. The rotawire was returned inside of a rotablator rotalink plus device (manufacturer report number: 2134265-2018-61092) with no known allegation. For the rotalink plus device, it was reported, the target lesion was located in the severely calcified coronary artery. A 1.75mm rotablator rotalink plus was selected for use. After ablation was performed, it was noted that abnormal noise was heard during polishing and the rotation speed of the burr rapidly increased. Ablation was completed as it was. There were no patient complications reported. It was further reported that the maximum speed reached was 180,000rpm and this is also the set operational speed. After the burr cross the lesion, it was advanced and retracted several times as finishing touches; burr was then simply pulled out from the patient's body. Device evaluated by manufacturer: the rotawire was returned for analysis. Analysis of returned product revealed that the device has its spring tip detached and kinked. The spring is not present on the distal end of the device. The device presents kinks along the body and proximal end of the device. The overall length and outer diameter (od) of the distal tip could not be performed due to the tip being broken. The od of the middle and proximal sections of the device were within specification.

Event description:
Reportable based on analysis on 18oct2018. The rotawire was returned inside of a rotablator rotalink plus device (manufacturer report number: 2134265-2018-61092) with no known allegation. For the rotalink plus device, it was reported, the target lesion was located in the severely calcified coronary artery. A 1.75mm rotablator rotalink plus was selected for use. After ablation was performed, it was noted that abnormal noise was heard during polishing and the rotation speed of the burr rapidly increased. Ablation was completed as it was. There were no patient complications reported. It was further reported that the maximum speed reached was 180,000rpm and this is also the set operational speed. After the burr cross the lesion, it was advanced and retracted several times as finishing touches; burr was then simply pulled out from the patient's body. It was further reported the rotalink was used inside the patient, however that the tip of the rotawire detached outside the patient's body. Device evaluated by manufacturer: the rotawire was returned for analysis. Analysis of returned product revealed that the device has its spring tip detached and kinked. The spring is not present on the distal end of the device. The device presents kinks along the body and proximal end of the device. The overall length and outer diameter (od) of the distal tip could not be performed due to the tip being broken. The od of the middle and proximal sections of the device were within specification.